Event description:
It was reported to medtronic minimed that the customer mentioned pump to give you too much insulin. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia treated with glucagon, glucose/carb intake. The event involved product(s) mmt-397a, mmt-1884l, mmt-7040a, mmt-332a. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported event. Customer reported a short battery life or a low battery alarm due to damage to battery tube side and pump was expose to strong magnet. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-397a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having lows even after changing the settings. Customer alleged pump was giving too much insulin. Customer has lows when she wakes up and after meals. Customer also said battery was not lasting a week. Customer also said there was a crack from the top of the battery compartment that curls around to the front. Customer said there was no damage to the retainer ring. Customer said pump was exposed to airport scanner. However, pump successfully completed steps in displacement verification table. Customer takes plant based medications for menopause that may affect her blood glucose. Troubleshooting was done for low and damage but declined for short battery life. Pump was used within 48 hours of the low. Per carelink, smartguard was not used in the early morning when a low could have happened but it would not have been documented since sensor was not used. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08740 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump history file lists data from (B)(6) 2025. Unable to obtain the bolus deliveries, daily total insulin delivered, auto suspend events, user suspend events, battery and power information for the event date, 1/12/2025 due to no available historical data however, there are no anomalies noted within the existing historical pump data. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Over-delivery and low bg anomalies are not confirmed. Batteries not lasting a week complaint is not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.